Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed a transducer fault alarm. There was no patient involvement associated with the reported event.

Event description:
The ventilator was in use on a patient when the reported issue of "xdcr fault" alarm occurred. The ventilator was switched out for another ventilator. There was no patient harm/injury associated with the reported event.

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that transducer pt802 has failed.